Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty cycler with the cycler set. There is no documentation in the complaint file to show causal relationship. Additionally, the pdrn reported the cause of the peritonitis as touch contamination, a breach in aseptic technique. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a technical support call a peritoneal dialysis patient stated that he was currently on medication (unspecified) for peritonitis. Follow up with the peritoneal dialysis registered nurse (pdrn) and through medical records received on 07/27/2018 it was reported the pd effluent was cloudy and a culture was drawn on (B)(6) 2018. The white blood cell (wbc) count of the pd effluent was 7559 and was positive for staphylococcus aureus. The patient was treated/prescribed with intraperitoneal (ip) vancomycin 1500 mg intraperitoneal (ip) to be instilled in the longest dwell of treatment every 6 days for 28 days and gentamicin ip in the longest dwell of treatment for 14 days. Per the pdrn the cause of the peritonitis was touch contamination. The patient did not require hospitalization for the peritonitis event. The patient continues pd therapy with no issues and has since recovered.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.